Event description:
The customer reported via phone call that she had a no delivery alarm after attempting to prime on the insulin pump. Customer's blood glucose was 250 mg/dl at the time of the incident. Customer attempted to complete a rewind sequence but she received a motor error. Customer does not use the sensor feature on the pump. Customer stated that she is able to complete the rewind sequence. Customer attempted to complete the rewind sequence again and she received a motor error again. Customer will be receiving a replacement pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.